Manufacturer narrative:
Correction to the initial emdr in b5 event description. This no longer meet reportable criteria.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is offline. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the practice has no record of the device being turned off.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is offline. This device remains in service. No adverse patient effects were reported.